Event description:
The explanted stent graft was returned and its evaluation has been completed. From the examination of the returned device and limited clinical information provided, the cause of the stent graft migration could not be determined. The three devices were returned detached from each other, and both the bifurcate ipsilateral limb and extension were returned transected. Two of the bifurcate bare spring apices were found fractured. One of the bare springs was fractured at its distal apex, and an adjacent bare spring was fractured at its proximal apex; the bare spring segment between the fractures was not returned. The cause of the fractures could not be confirmed if occurred in-vivo or during the explant procedure. A single support spring segment was also seen fractured. A puncture hole was observed near the location of the fractured support spring, and a 2 mm length crease tear was seen near the distal end of the ipsilateral limb. The contralateral limb was found to have numerous burn holes likely occurring during the explant. The distal end of the ipsilateral extension was noted to have a 1.6 mm length tear from an unknown cause, and several excision cuts were also visible. No endoleak was reported and the holes appeared covered by tissue or overlapping components. No other stent graft integrity issues were observed and the stent grafts were confirmed to have met all manufacturing specifications prior to shipment. The cause of the migration is unknown; however, it is possible that the fractured bare springs may have contributed. Films were not provided and the in-vivo configuration of the stent graft over the implant duration could not be assessed.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the stent graft had migrated and was explanted approximately 47 months post implant. There was a supra-renal stent that had separated from the device; however, the physician was not sure if this happened before or during the explanted procedure. The entire stent graft system was explanted (the limbs were not associated with this event). The physician stated the stent graft was hard to remove in some spots due to tissue in growth. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).